Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient had a 2.5cm length aortic neck. Calcification was also noted in the aneurysm sac. It was reported that the, during the index procedure, the device was deployed on the right side and the contralateral stent was deployed on the left. The physician then ballooned the seal zones. The final angiogram showed contrast in the sac. The physician did a pig tail run in the stent graft and suspected a type iii fabric endoleak. Another endurant ii limb was placed on the ipsilateral side and was sitting proud to try to stop the endoleak. The suspected endoleak was near the flow divider on the main body. The endoleak did not reduce fully. The physician left the endoleak and will follow up to see if it resolves on its own. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact type or cause of the blush type contrast seen outside of the stent graft within the aneurysm sac could not be conclusively determined from the films provided. Angio's at implant revealed that the contrast extended from the level of the flow divider to the distal aorta. Contrast reduced after the ipsi limb of the bifurcate was relined with another limb extension; however, a small blush was still seen at the proximal aneurysm sac, near the level of the flow divider. Although the alleged type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this type IV endoleak. There may also have been a type ii endoleak from the collateral vessel. Pre-implant cta's showed several patent collateral vessels at the mid aneurysm sac and at the distal aorta. Angio's at implant also showed a possible patent collateral vessel near the flow divider and a possible patent collateral vessel at the distal aorta. Post-implant films that showed the resolution of the endoleak was not provided for review.

Event description:
Additional information received. A follow up CT revealed that there was no evidence of a type iii endoleak. There was a query type ii endoleak which was believed to be unrelated to the event. The physician determined that the previously reported type iii endoleak was not a type iii endoleak and may have been a type IV endoleak. The previously reported type iii endoleak self-resolved.